Event description:
It was reported that the patient leads were having high impedances. The patient underwent a lead replacement procedure. The explanted leads will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch:18855045.